Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a patient data (pd) alert. Technical services (ts) was consulted and provided steps for the pd error code to recover patient data. Additionally, ts noted smart pass was recently disabled, and t-wave oversensing was seen when smart pass is off. Troubleshooting was recommended. No adverse patient effects were reported. This s-ICD system remains in service.